Event description:
A report received via administrator/supervisor from the chinese health authority stating that before intraocular lens (iol) implant procedure, when preparing for implantation, it was found that the haptic was broke with no patient contact. The procedure was completed on same day without any harm to the patient with a new iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).